Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: 1(B)(4), batch: a000117520.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system after a fall. Diagnostics revealed high impedance. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue. The investigation did not determine which lead is resulting in ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lead was explanted and replaced to address the issue.